Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2010 navilyst medical complaint report was reviewed for the product family of "convenience kits" and the failure mode of "air in system." No adverse trends were identified. The directions for use packaged with the convenience kits contain the following caution: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur." "Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism." No products were returned for evaluation, therefore, an exact root cause for the event was unable to be determined. The syringe referenced in the event description is of unk origin, as no syringe is contained in the reported convenience kit. This event does not appear to be the result of a manufacturing or design issue as a review of the device history records for the reported lot found no deficiencies at the time of manufacture and a review of the navilyst medical complaint report noted no adverse trends for any similarly reported issues. (B)(4).

Event description:
As reported by distributor in (B)(6), during a procedure in which a navilyst convenience kit was being used, air bubbles were noted in the system during an injection of contrast media. The air was believed to have entered at the connection of the syringe to the manifold. The air was not injected and there was no affect on the pt. The used devices were disposed of at the hospital.